Manufacturer narrative:
(B)(6). Investigation summary: the device was inspected and apparently the pebax was observed cut; however, additional assessment was performed to clarify this damage. During a deeper inspection, it was clarified that the pebax was observed cut/rupture. In addition reddish material was observed inside the pebax. Then, an electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, a cool flow pump test was performed and it was found within specifications, the catheter was irrigating correctly, no irrigation issues were observed. A manufacturing record evaluation was performed and no internal actions related to the reported complaint were identified.  The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch¿ electrophysiology catheter and the biosense webster, inc. Product analysis lab confirmed that there was a cut in the pebax. Initially, during the procedure, the temperature was displayed high which lead to the catheter unable to ablate. A second catheter was used to complete the procedure. There was no patient consequence reported. Since the generator stopped delivering radio frequency, the most likely consequence was an intraprocedural delay. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and noted during the first visual inspection on may 7, 2019 that the pebax sleeve was cut approximately 6.5 mm from distal end of tip dome. When slightly bent metal was exposed. The pebax sleeve was cut open in two places approximately 6 mm and 7.5 mm from the distal end of the tip dome. Per additional review to these areas, the damage was not clear. In order to determine the reportability of the finding, additional assessment will be performed. Therefore, with the available information, this returned condition was assessed as not reportable. During an additional assessment on may 21, 2019, reddish material was noted under the pebax. A deeper inspection was performed using a microscope which shows that the pebax had a cut/rupture. Per the deeper inspection clarifying that there was a cut/rupture in the pebax which showed that the integrity of the device was compromised, this issue is reassessed as a reportable malfunction. The awareness date is reset to may 21, 2019 the date that it was confirmed that there was a cut/rupture in the pebax.